Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt cannot communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable was cut, severing the wire. The root cause for the open wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to communicate with a monitor.